Manufacturer narrative:
As reported, post-implant of the bard/davol optifix straight fasteners, the patient experienced abdominal wall hematoma and pain. All provided information has been documented, additional information was requested; however, could not be provided. Hematoma and pain are known inherent risks of surgery. Based on the information available at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, the patient underwent an abdominal wall incisional hernia repair procedure. A bard/davol optifix straight fixation device was used during this procedure. Post-implant, on (B)(6) 2021, the patient had complaints of pain and an abdominal wall hematoma was noted.